Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Prior to procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch upon device interrogation. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.